Manufacturer narrative:
The error logs from the central were returned to the factory for evaluation, but there was no conclusive information with regards to what may have caused the error code 100. The company representative replaced the central. The system was tested to factory specifications and returned to use.

Event description:
The customer reported that while the central station was in use monitoring patients along with ambulatory telepacks, the display went to a blue screen. The customer reset the system. The system was operational after the reset, but an error code 100 (system restarted) was displayed. No patient injury was reported.